Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 7.1, re-test: 7.5, lab: 4.4. Patient taking antibiotics; stopped around (B)(6) 2011. Meter and lab tests were done 10 minutes apart. Date: (B)(6) 2011, inratio: 2.4, lab: 1.8. Tests were done within a minute of each other. Patient self tester takes his coumadin dose every evening at 6pm.

Manufacturer narrative:
Investigation pending.